Event description:
The customer reported the prongs on the c-arm were bent and were unable to connect the cord to the system. The interconnect cable connects the c-arm and workstation together, thus the system would be rendered inoperable. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable and repaired the lemo connector. The system operates as intended.